Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a narrow left ventricle, it was decided to directly implant the valve without a balloon aortic valvuloplasty. Upon the first deployment attempt at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), complete heart block (chb) was observed. It was decided that the valve would be fully released as the current implant depth was optimal. The full deployment of the valve was performed slowly; however, the ncc side of the valve "slipped" upward to an implant depth of 0 mm, and there was no movement on the lcc side. Following the implant procedure, the chb did not improve until the patient left the operating room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter, and the direction of dislodgement was aortic. A non-medtronic guidewire was used during the procedure.